Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced a sterile breach before use. The following information was provided by the initial reporter, translated from japanese to english: the user's report is that the orange shield was found to be detached before use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-sep-2022. H6: investigation summary: customer returned (3) loose 3/10cc, 12.7mm syringes. Customer states that the orange shield was found to be detached before use. All returned syringes were examined and all exhibited the shield properly placed on the syringe without any observed defects. Unable to perform DHR check for shield separates due to unknown lot number. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is not confirmed. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced a sterile breach before use. The following information was provided by the initial reporter, translated from japanese to english: the user's report is that the orange shield was found to be detached before use.